Event description:
It was reported that this pacemaker exhibited oversensing of electromagnetic interference (emi) resulting in pacing inhibition. This patient is pace dependent. No adverse patient effects were reported. At this time, this device system remains in service.